Event description:
It was reported that there have been varying battery voltage measurements. It was later reported that there was a observation of imminent elective replacement indicator (eri) during device interrogation and there was possible premature battery depletion. The device was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis revealed low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.61 volts (v) while the daily battery voltage measurement was 2.93 v. (B)(4) the actual device was analyzed - calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that there have been varying battery voltage measurements. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.61 volts (v) while the daily battery voltage measurement was 2.93 v.